Manufacturer narrative:
Health effect impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "a [contralateral] side rupture per mammogram."

Event description:
Patient called to report no complaint against the right side device. Physician reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device the device related to the reported event of rupture was received on may 30, 2022 with lot number 1373670. Visual analysis of the returned device identified the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp edge broken in the shell with stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the shell with stress marks in the side radius assessed as surgical impact opening.

Event description:
Patient called to report no complaint against the right side device. Physician reported right side rupture. Device has been explanted and replaced.